Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical sample, one power port isp MRI implantable port with an attached groshong catheter were returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Gross examination of the port body showed minor puncture access of the port septum. Mushrooming and deformation were noted between port body and proximal end of cath-lock. Non-coring needle was inserted into the port septum port body was patent to both infusion and aspiration without issue. No leaks were noted. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks. Upon infusion, no leaks were noted to attached. Catheter. Therefore, the investigation is confirmed for the identified deformation issue. However, the investigation is unconfirmed for the reported leak as no objective evidence of break or leak were noted during sample evaluations and investigation inconclusive for reflux issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using a powerport isp MRI implantable port. During the procedure, it was reported that the catheter allegedly exhibited subcutaneous leakage. It was further reported that there was blood backflow from the catheter. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port isp MRI implantable port with an attached groshong catheter were returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Gross examination of the port body showed minor puncture access of the port septum. Mushrooming and deformation of catheter were noted between port body and proximal end of cath lock. Non coring needle was inserted into the port septum port body was patent to both infusion and aspiration without issue. No leaks were noted. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks. Upon infusion, no leaks were noted to attached. Catheter. Therefore, the investigation is confirmed for the identified deformation issue. However, the investigation is unconfirmed for the reported leak as no objective evidence of break or leak were noted during sample evaluations and investigation inconclusive for reflux issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device lot #, unique identifier (UDI) #), g3, h6 (component, method) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using a powerport isp MRI implantable port. During the procedure, it was reported that the catheter allegedly exhibited subcutaneous leakage. It was further reported that there was blood backflow from the catheter. The current status of the patient is unknown.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp m.r.I. Implantable port. During the procedure, it was reported that the catheter was allegedly found with subcutaneous leakage. It was further reported that there was blood backflow from the catheter. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.